Event description:
Boston scientific received information stating: crt-d implantation was done on (B)(6) 2010. It was difficult to place the ra lead and it took a long time to place it due to sensing malfunction. During hospital stay, ra lead sensing could not be captured and lead dislodgement was confirmed by chest x-ray on (B)(6) 2010. Re-operation for revision of ra lead was done on (B)(6) 2010. Neither new lead nor components were used at the re-operation. The patient was discharged in good condition on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).